Event description:
The customer reported that the device failed to discharge. The hospital biomed reported he ran the opcheck and the device hung after the shock button was pressed (failed to discharge). No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge. The hospital biomed reported he ran the opcheck and the device hung after the shock button was pressed (failed to discharge). No pt involvement was reported. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.